Event description:
This is filed for clip detachment, embolization, surgical intervention, and hospitalization. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtr (91216u309) and ntr (00615u203) clip were implanted successfully, reducing mr to grade 1. At an unknown date, the clips detached from the valve. On (B)(6) 2021, a mitral valve replacement surgery was completed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported expulsion (ccd/ complete clip detachment) could not be determined. The reported embolism associated with the clip embolizing in the patient was due to the ccd. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention, removal of foreign body, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.